Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the pc box was no longer powered and requested onsite support. The philips field service engineer (fse) checked the system onsite and found the mpdu fuses and the f2 rifle (10a) had blown. The fse changed the fusible, but the issue persists and on further troubleshooting the fse found a burning smell, and the smell came from the upper diet. To resolve the issue, the fse replaced the power supply of the pc box. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.